Event description:
It was reported that the pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the pump into a different wall outlet and use a non-tandem wall adapter to resolve the issue, which successfully got the pump to begin charging. Technical support informed the customer that tandem does not recommend using third-party charging supplies unless instructed for troubleshooting and sent a replacement tandem wall adapter. No further assistance was required.